Manufacturer narrative:
Findings: inspected 1 opened/used sensor and found sensor retracted inside sensor. Broken part still attached. See attachment picture for more details unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced best sensor cannula and lost sensor alarm. The customer's blood glucose value was 138 mg/dl. The customer stated that lost sensor did not occur within 20 minutes after immediately entering a blood glucose for calibration. The customer reported no electrode. The product was returned for analysis.